Manufacturer narrative:
Gender/sex. Updated event description. Initial reporter- occupation: initial reporter. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
4/30/2019. Updated event description: it was reported that on an unknown date, the patient underwent revision surgery of two (2) psi, an unknown number of unknown plates, and an unknown number of unknown screws due to infection. There were no fragments generated. There was no surgical delay. The procedure successfully completed. Patient outcome was unknown. This complaint involves an unknown number of devices.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, two (2) psi peek implants, an unknown number of unknown plates, and an unknown number of unknown screws, had to be removed due to infection. It is unknown if there was a surgical delay. Procedure and patient outcome are unknown. This report is for one (1) screws: cmf. This is report 4 of 4 for (B)(4).